Event description:
It was reported that the patient experienced a seizure and tunnel vision. Following the seizure, his tunnel vision immediately abated when he turned off the stimulation. The patient declined the recommendation to see a physician for an assessment. No medical intervention occurred post-event. The patient is stable and he has turned the stimulation therapy back on.